Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implanting procedure, the thresholds on the left ventricular (lv) lead was high. The lv lead was removed from the device and measured with the analyzer and poor results were measured. An attempt to reposition the lead failed. The wings of the lead could not be pushed back. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. The tines/lobes of the lead became extrinsically distorted and the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst commented the lead was received with the lobes deployed and dried blood on them. Due to dried blood under the overlay tubing and on the lobes, those might cause the reported deployment issue.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.